Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found foreign material in the air/water cylinder during evaluation; however; the customer returned the device without reprocessing which caused the foreign material to remain. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported the colonovideoscope was used for a diagnostic colonoscope. The procedure was able to be completed with no issue. After the procedure, the scope was brushed with no issues and the scope was attached to a soluscope automatic endoscope reprocessor (aer). The aer was programmed for a disinfection, but some time after starting the cycle there was a disconnect alarm. No disconnection was found upon examination so the cycle was repeated, but the same disconnect alarm occurred. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found there was foreign material in the air/water cylinder. A black color rubber material was found to be stuck in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following; due to wear of angle wire, bending angle in down direction does not meet the standard value: objective lens epoxy is worn; adhesive around objective lens has wear; adhesive around light guide lens has wear; bending angle does not meet specification; plastic distal end cover has a scratch: adhesive on bending section cover or distal sheath rubber has a crack; switch1 has wear; switch2 has a cut. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.